Manufacturer narrative:
Serial number was wrongly inserted in initial MDR and therefore UDI was initially missing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The index procedure was prompted by unstable angina and nstemi which was treated by implantation of one resolute onyx drug eluting stent into the 1st diagonal branch. Another resolute onyx drug eluting stent was also implanted two days later. Approximately 11 months post index procedure the patient died due to unknown cause.

Manufacturer narrative:
A myocardial infarction occurred 5 months post index procedure. The cause of death was 'sudden cardiac death.' If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient has a medical history of cad. Cec assessed stent thrombosis as possible stent thrombosis (arc). Cec assessed mi as no event and cec assessed death as death, cardiac. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that the patient died due to myocardial infarction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of death has changed from (B)(6) 2018 to (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.